Event description:
It was reported that the patient experienced a fall resulting in asystole. The right ventricular lead exhibited oversensing and suspect of fracture. The lead was reprogrammed and remained implanted. The patient had good heart rate rhythm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.